Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. The following information was requested, but unavailable: lot number? No further information is available. Procedure name? No further information is available. Was the needle piece removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when pull off occurred? No further information is available. Were there any unexpected outcomes or complications as a result of this suture needle pull off event? No further information is available. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the needle detached from the suture. No adverse patient consequences were reported. Additional information was requested.